Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was positioned in the left ventricular (lv) port and the lv lead was positioned in the rv port. Additional information reported there was an lv lead integrity alert for high rate non-sustained episodes, elevated sensing integrity counter, and noise. It was further reported that a small area of insulation damage was observed. A silicone adhesive sleeve was used to repair the lead. The lv lead was then tested and placed in the lv port. No patient complications have been reported as a result of this event.